Event description:
It was reported that the customer had blood glucose levels of 31mg/dl. The customer stated that she had previous blood glucose levels of 479mg/dl and the ambulance was called. The customer reported that she was hospitalized, however no information regarding the hospitalization was provided. It was also reported that the customer requested that her insulin pump be replaced due to the scroll wrap feature. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and cracked case on the display window corners.